Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to the critical pump error (open book image) alarm. Successfully downloaded the pump history and trace files using thump. A review of the pump history file reveals no fatal alarms or critical error handling alarms that would trigger a critical pump error (open book image) alarm. The main error log and the pump detailed trace file reveal on 4/1/2024 there were three (3) sequential critical error handling pump error 63 alarms that triggered the critical pump error (open book image) alarm. A pump error 63 (line number 19208 file number 49) alarm and two (2) pump error 63 (line number 707 file number 2006) alarms alarm due to ahal_result_fail condition with the lcd hardware. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, stained keypad overlay, stained and faded serial number label, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads is confirmed. Critical pump error (open book) alarm and pump error 63 alarm are confirmed, fault isolated to the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event. The event involved product mmt-1885. Troubleshooting was performed and found the location of damage was alongside the battery compartment . No harm requiring medical intervention was reported. Product return was requested for mmt-1885 and insulin pump was retuned for analysis.